Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-7.5/1.5/93, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length due to excessive vault. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Claim # (B)(4).